Manufacturer narrative:
The insulin pump was received with bleeding lcd due to crack on lcd glass. The missing segments and rewind anomaly could not be verified due to the lcd damage. The motor was tested outside of the device and passed the motor test. No damage found on the motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was unable rewind the insulin pump. He also reported that the corner of the screen is chipped and he could not to see part of the display. The customer was advised to suspend and resume the insulin pump, but he was still unable to set up the reservoir. The last alarm on the status screen was a low reservoir alert. Blood glucose value was 155 mg/dl. The insulin pump was replaced and returned for analysis.